Manufacturer narrative:
Medical device expiration date: unknown.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was difficult plunger movement while using a 60 ml bd¿ syringe with bd luer-lok¿ tip. The user reported to have a "difficult time holding the syringe with one hand and pulling it back." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Please cancel this manufacturing report number as it was initially filed under the incorrect business type. This report is a duplicate of manufacturing report number 1911916-2018-00198.